Event description:
The customer reported the collimator is jammed and only rotates intermittently. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator. System operates as intended. (B) (4).